Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the ventricular assist device team was only able to interrogate 2 days of log file data. The patient reported he forgot to change out his batteries and lost power for about an hour on b)(6) 2020, which was able to be seen in his history. A log file review was requested as the patient was in 100% atrial fibrillation (af) following the event and refers to increased dizziness as well as lightheadedness with bending over. The event file shows the 14 volt batteries were allowed to drain on (B)(6) 2020. This caused the emergency backup battery (ebb) to take over operating the system in power save mode for 50 min and 45 seconds. In power save mode, the pump speed was reduced to the low speed limit of 5100 rpm to conserve ebb power. Once a charged battery was installed, the pump returned to operating at the set speed of 5400 rpm. The remainder of the file was mostly filled with pulsatility index events. These can be triggered by af. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended.

Event description:
It was reported that the patient had no further issues or complaints and was ongoing monitoring per standard of care. The arrhythmia did not result in clinical compromise. The patient has a history of asymptomatic atrial fibrillation that existed prior to the pump being implanted. The ICD was implanted prior to pump therapy as well.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia, dizziness, and lightheadedness could not be conclusively established through this investigation. Full battery depletion was confirmed through the evaluation of the submitted log files; however, a specific cause could not conclusively be determined from this evaluation. The account reported that the patient forgot to change out his batteries and lost power for about an hour. The following day, the patient was in 100% atrial fibrillation (af) and reported increased dizziness and lightheadedness when bending over. The controller event log file contained data from17dec2020 07:11:02 through 18dec2020 11:16:51. The event file shows the 14-volt batteries were allowed to drain on 17dec2020. This caused the external battery backup (ebb) to take over operating the system in power save mode for 50 min & 45 seconds. In power save mode the pump speed is reduced to the low speed limit (lsl) of 5100 rpm to conserve ebb power. Once a charged battery was installed the pump returned to operating at the set speed of 5400 rpm (see pi-2020-0236001-02). Intermittent pi events were also captured throughout the duration of the file; however, a specific cause for these events could not be conclusively determined through this evaluation. No other atypical events were captured. Despite these events, the pump appeared to function as intended. The controller periodic and lvad event and periodic log files appeared to capture the pump functioning as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 22may2019. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The powering the system and patient care and management sections warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. The section also warns not to use batteries to power the system when the patient is sleeping. The patient care and management section also includes a section on preparing for sleep, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Heartmate 3 patient handbook is also currently available. The patient handbook contains the same warnings and steps the patient should take when going to sleep. The alarms and troubleshooting section of the patient handbook details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. The powering the system section details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.